Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that there was a no disposable alarm using the cassette. High pressure alarm during night using cassette. No further details provided. No injury reported.

Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.